Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the handle of the instrument fractured during surgery. There was no harm or injury to the patient.